Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. On visual inspection, the device comes in used condition, rests of biological matter can be observed on the anchor and suture. Small scratch marks can be observed on the anchor which are typical of bone surface rubbing. A manufacturing record evaluation was performed for the finished device 9l20281 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to a poor bone quality or an improper insertion, as per instructions for use: incomplete insertion or poor bone quality may result in anchor pullout. Precautions: proper seating of the device is required for optimal strength. Use this anchor with a drill bit that generates a precise 2.9 mm diameter hole of at least 18 mm in depth. Use of a drill guide to stabilize the drill may help to achieve optimal fit. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: a photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the device is shown in used condition, rests of biological matter can be observed on the anchor and suture. Small scratch marks can be observed on the anchor which are typical of bone surface rubbing. A manufacturing record evaluation was performed for the finished device 9l20281 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. The possible root cause can be attributed to a poor bone quality or an improper insertion, as per IFU: incomplete insertion or poor bone quality may result in anchor pullout. Precautions: proper seating of the device is required for optimal strength. Use this anchor with a drill bit that generates a precise 2.9 mm diameter hole of at least 18 mm in depth. Use of a drill guide to stabilize the drill may help to achieve optimal fit. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during an unknown trauma procedure on (B)(6) 2023, it was observed that the anchor on the lupine loop plus anchor w/orthocord ds device pulled out after insertion. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.